Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment.

Event description:
Patient presented with two foci of bloody discharge in the center of each axilla. Little tracts of inflammation were excised. Diagnosed as ruptured folliculitis. No information on antibiotics was provided.